Event description:
The patient had a partial mastectomy for fibrocystic disease with placement of silicone breast implants in 1976. The right breast implant was replaced in 1990. In march, 1990 she experienced lymphadenopathy, fever, sore throat and fatigue. She had a positive ab virus titer and she was diagnosed with chronic fatigue syndrome and fibromyalgia. She continues with significant symptoms related to this diagnosisinvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. The device was destroyed/disposed of.